Event description:
Information was received from a patient who was receiving 'hydromorphine' and clonidine via an implantable pump for non-malignant pain indications for use. It was reported that their handset was not working properly. The patient stated that the handset was holding a charge, but when they try to connect to the pump to get a bolus, the application occasionally freezes at 90%, at first, but now it's getting worse. The patient mentioned that they went to their doctor's office yesterday. The doctor used their equipment to sync with the patient's pump, and they had to do it a couple times for it to sync. The patient confirmed that the doctor was using their own equipment and experienced 'the same thing' as them. When the agent inquired event date of the patient's telemetry delay, the patient stated that 'when I first got it, it was working well. I started noticing that like a month ago - he (hcp) gave me 3 boluses per day, and I haven't been able to use them because the application would freeze up on me, so I'd keep trying, and sometimes it would go through, and other times it wouldn't. It started getting harder to do it (connect), and yesterday, the doctor asked me why I wasn't using my boluses, and that's when I told him what was happening, and he told me to call medtronic.' The patient initially stated that the pump meds were morphine and clonidine but then stated 'hydromorphine' and clonidine. The patient had ¿myptm¿ application open and mentioned they were in an expected lockout with 2 boluses left today. The agent reviewed telemetry delay considerations and walked patient through removing data from the app. Prior data clear, the patient's data was 2.74 mb. The patient will monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 and h9 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.